Event description:
It was reported that the patient was seen for a routine follow-up. The patient has a single chamber pacemaker on the right side, a subcutaneous implantable cardioverter defibrillator (s-ICD) and a loop monitor implanted. The patient also suffers from thoracic outlet arterial syndrome. The patient had been experiencing a sudden increase in heart rate following right arm movements. The physician noticed that the device was inappropriately rate response pacing up to a heart rate of 140 beats per minute. To try to prevent this the physician programmed on a blended sensor, leaving the minute ventilation (mv) feature as before and programming on the accelerometer to nominal values. The physician had the patient repeat and performed arm movements and there was no inappropriate increase in pacing rate seen. The patient walked the hall and performed stair climbing, and experienced more shortness of breath and was unable to reach her normal heart rates whilst walking of 140bpm. The device setting was left at initial settings. Technical analysis was requested but has not been completed. The patient is due for an operation soon to help with the thoracic outlet syndrome. There were additional no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the patient was seen for a routine follow-up. The patient has a single chamber pacemaker on the right side, a subcutaneous implantable cardioverter defibrillator (s-ICD) and a loop monitor implanted. The patient also suffers from thoracic outlet arterial syndrome. The patient had been experiencing a sudden increase in heart rate following right arm movements. The physician noticed that the device was inappropriately rate response pacing up to a heart rate of 140 beats per minute. To try to prevent this the physician programmed on a blended sensor, leaving the minute ventilation (mv) feature as before and programming on the accelerometer to nominal values. The physician had the patient repeat and performed arm movements and there was no inappropriate increase in pacing rate seen. The patient walked the hall and performed stair climbing, and experienced more shortness of breath and was unable to reach her normal heart rates whilst walking of 140bpm. The device setting was left at initial settings. Technical analysis was requested but has not been completed. The patient is due for an operation soon to help with the thoracic outlet syndrome. There were additional no adverse patient effects reported. The device remains in-service. Additional information indicates the previously reported issue remains unresolved. The patient visited the clinic for troubleshooting, including breathing tests with and without arm movements. The increase in heart rate during arm movements was able to be reproduced during troubleshooting. During the session, the physician noted that the device had flipped slightly in its pocket and was more mobile than expected. The physician plans to surgically intervene to reposition the device subpectorally. The patient reported that this issue has decreased their quality of life, causing dizziness during elevated heart rates. As of today, no surgical intervention to revise the device has occurred.

Event description:
It was reported that the patient was seen for a routine follow-up. The patient has a single chamber pacemaker on the right side, a subcutaneous implantable cardioverter defibrillator (s-ICD) and a loop monitor implanted. The patient also suffers from thoracic outlet arterial syndrome. The patient had been experiencing a sudden increase in heart rate following right arm movements. The physician noticed that the device was inappropriately rate response pacing up to a heart rate of 140 beats per minute. To try to prevent this the physician programmed on a blended sensor, leaving the minute ventilation (mv) feature as before and programming on the accelerometer to nominal values. The physician had the patient repeat and performed arm movements and there was no inappropriate increase in pacing rate seen. The patient walked the hall and performed stair climbing and experienced more shortness of breath and was unable to reach her normal heart rates whilst walking of 140bpm. The device setting was left at initial settings. Technical analysis was requested but has not been completed. The patient is due for an operation soon to help with the thoracic outlet syndrome. There were additional no adverse patient effects reported. The device remains in-service. Additional information indicates the previously reported issue remains unresolved. The patient visited the clinic for troubleshooting, including breathing tests with and without arm movements. The increase in heart rate during arm movements was able to be reproduced during troubleshooting. During the session, the physician noted that the device had flipped slightly in its pocket and was more mobile than expected. The physician plans to surgically intervene to reposition the device subpectorally. The patient reported that this issue has decreased their quality of life, causing dizziness during elevated heart rates. Additional information received indicated that a save-to-disk was performed and subsequently provided to boston scientific for assessment and guidance. Upon receipt of this device data, boston scientific noted that the sensor trending data had been recently reset prior to the save-to-disk, leaving minimal data for review. However, it was observed that the data prior to the reset would likely have supported the conclusion that the device is moving. Technical services (ts) noted that a right-sided implant, such as this one, could have a more pronounced effect on mv due to the greater distance of the device from the lead as this device is not secured to the fascia. Ts recommended considering a reduction in the response factor or turning off mv to prevent further inappropriate rate response prior to the revision. The patient expressed frustration with the length of time this process has taken and filed a formal complaint with their care facility. It was confirmed as of the date of this report that although intervention is planned nothing has been scheduled. The device remains implanted and in service.